Event description:
It was reported via repair work order that the side rail would not latch because the top rail was broken at the latching spindle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.